Event description:
It was reported that the accessory did not connect to the console and was detecting laps even though the count was correct and no laps were retained. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: 01-0034, console; rf assure model 200ld-v (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.